Event description:
It was reported to philips that the system displayed an alert that a power outage was detected, preventing imaging. The user rebooted the system but the issue remained the same. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.